Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 127 ohms. It was believed that there was calcification. This ICD and rv lead remain in service. The patient will continue to be monitored, and the shock impedance alert value will be adjusted to 150 ohms at the next office visit. No adverse patient effects were reported.